Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to an unknown product performance issue. A new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high impedance measurements and high pacing thresholds. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction: f. For use by uf/importer.